Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the anterior cuff was still loaded in the pocket. There was no needle strike mark on the foot. Based on the evidence found on the returned device, the anterior cuff was missed and this confirmed the reported cuff miss event. The plunger, posterior cuff, link, needle tip and monofilament were not returned. During the investigation, a proxy plunger was inserted and the needle trajectory was acceptable. The anterior cuff was captured successfully. Also, the needle trajectory is checked twice during the manufacture of the device; therefore, the most probable root cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issue was detected. A review of the device history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred and another proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.